Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did get shocked increased the power by whatever twisted and got shocked until they chased down to 0. Steps taken to resolve the issue were decreased shocker down as far and fast it would go. Patient provided the weight information. No further complications were reported.

Manufacturer narrative:
The correct aware date of the supplemental information is 2020-apr-30, not 2020-mar-30 as reported in the last report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that if the patient moved or sat the stimulation moves around and zapped for no reason. Patient stated if they turned/ twist or moved the zapping changed.

Event description:
Additional information was received from the patient reporting pt said the last time they had someone come out a while ago they tried to get programs trying to go to the feet area where it would not shock them and made improvements.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting shocked. The patient was shocked about 2 months ago and required help from their spouse to turn stimulation off. The patient was shocked again on (B)(6) 2020 all night. The patient had a health care provider (hcp) appointment scheduled for (B)(6) 2020 for the hcp to reprogram so that it helped the patient more. No further complications were reported.